Event description:
Edwards received notification that a patient with a 27mm perimount valve implanted in the tricuspid position underwent a valve-in-valve procedure after approximately two (2) years and eleven (11) months of implant duration for unknown reason. A 26mm transcatheter valve was implanted successfully in replacement.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10 additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hemodialysis treatment due to renal failure.

Event description:
Edwards received notification that a 41 years old patient with a 27mm perimount valve implanted in the tricuspid position underwent a valve in valve procedure after three (3) years of implant duration due to calcific degeneration leading to hypomobility of the leaflets. A 26mm transcatheter valve was implanted successfully in replacement.